Event description:
Procedure type: unknown. According to the reporter: the auto suture device (endo clip ii ml) caused a tear- had to used endo gia to repair the tear. Supervisor called to the room to witness anatomy.